Event description:
It was reported the patient was losing coupling and recharger turned off when they lay down to recharge. The reporter stated they always had to work to get coupling, but in the last few days they were losing coupling. It was noted the recharger turned the implantable neurostimulator (ins) on without the patient pushing any buttons. It was further noted the patient stated that a manufacturing representative told them ¿to get 2 wires.¿ additional information received reported the patient was losing coupling bars. Additional information received reported the recharger was not charging. The reporter stated they received a new cord for their recharger today, but the new cord was not working and the recharge kept turning off and on. It was noted the patient reset the recharger, but the recharger still turned off after power up. It was further noted the recharger was not wet or dropped. It was noted the ins was currently depleted and the patient did not have stimulation therapy and was hurting. The reporter stated that several days ago the patient had 8 bars for recharging and they lied down and moments later the recharger cut off. The reporter further stated the ins will go on and off on its own without them touching it and they know this happened because their stimulation turned on while recharging. It was noted the patient got a sensation without touching it. Additional information received reported the recharger would not power up. Analysis of the recharger found an unconfirmed failure. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).